Event description:
A patient called to report that he has experienced halos and starbursts following bilateral intraocular lens implant surgeries. A follow-up call on 12/11/2006 with the surgery scheduler revealed that during a follow-up visit in 11/2006, the patient was happy with his distance vision, but was still not satisfied with intermediate vision. The patient did complain of halos and pilocarpine was considered, but the patient has not returned since the visit. MDR # 1119421-2006-00421 -- od (right eye), MDR # 1119421-2006-00422 -- os (left eye). Additional information has been requested including the patient's current status.

Manufacturer narrative:
H3, h6: the complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.